Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of numbness in fingers seen (49 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.033% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who claimed nerve damage in his right arm approximately 2 months post miradry treatment. The patient reported numbness in the upper arm, axilla, index finger, and middle finger. However, the numbness reduced to sensitivity to pain and pain when stretching his fingers. The exact treatment date was not provided.